Event description:
It was reported that the patient was hospitalized and received antibiotics. A culture was taken from the device pocket which showed (B)(6). Symptoms included pain, redness, swelling, weakness, and disorientation. The locations of the symptoms were device pocket and lead location. Patient outcome was not reported. Follow-up is being conducted to obtain this information.

Event description:
Additional information received from the manufacturer's representative. In regards to outcome and did the infection resolve, it was noted: yes, the doctor said infection cleared and chose not to explant at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0p9ly, implanted: (B)(6) 2014, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).